Event description:
Patient had the watchman device implanted in her heart on (B)(6) 2024. Blood thinners wasn't an option for her since she had a history of bleeding ulcers and atrial fibrillation. Dr. (B)(6) did the surgery at (B)(6). Immediately after the patient's surgery, she started to experience serious side effects that left her in the hospital an additional week. Patient started to have a series of small strokes and seizures. MRI revealed there were blood clots to the brain. High blood pressure, left sided paralysis, memory loss, & unconsciousness ensued. Her motor movements were affected, leaving here to walk with a walker and eventually a cane. To this day, here balance is not fully restored. The doctor was baffled at these results, since he's done multiple surgeries using the watchman device with no complications whatsoever. Patient received home health services when she was discharged.